Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, eccentric lesion with 90% stenosis in the mid right coronary artery (rca). The 3.75x12 mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured after first inflation at 7 atmospheres. No resistance was felt during advancement or removal. A non-abbott balloon was used for further pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices - guide wire: sion blue, guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.